Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed essential performance failure. The cause for the failure was isolated to an open circuit on the ecg3, ecg4, and te. The root cause for the open circuit on the ecg3, ecg4, and te could not be positively identified. There was no adverse event that resulted from the damaged belt.